Manufacturer narrative:
Till today, the medical product has not been made available for analysis and could therefore not be examined itself. The analysis is therefore based on the check of the production documents and the analysis of the available data. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The provided iegm showed artifacts in the far-field channel and in the right-ventricular channel, which had a synchronous course. These signals led to oversensing and resulted in shock deliveries, as was also described in the complaint text. Despite the available information, no conclusive cause could be determined since this would require an examination of the lead itself. Aside from insulation damage of the lead, possible causes for oversensing could also be myopotentials, electromagnetic interferences, contacting problems, or lead dislocations. If any additional relevant information or the device itself should become available, please send this to us also. The incident will then be updated accordingly.

Event description:
Ous MDR - it was reported that this lead was capped and replaced approx. 28 months after implantation due to oversensing with inappropriate shock delivery.